Manufacturer narrative:
User reports his mother was transgressing through her bedroom with the walker. The consumer's son states while using the walker, his mother leaned forward and the front left side crossbrace broke which resulted in the consumer falling and breaking her hip. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident. MDR filed based on serious injury.

Event description:
The consumer's son states while using the walker, his mother leaned forward and the front left side crossbrace allegedly broke, allowing the leg to swing outwards. The consumer allegedly fell and broke her hip. During the surgery to repair the broken hip, the consumer had a heart attack, caught pneumonia, and passed away.